Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to confirm fault ID because they turned the pump off while troubleshooting on their own before calling technical support (cts). The customer continued using current pump and will rely on an alternate method of insulin therapy.